Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The first proglide referenced (part#12673-03, lot#840226h) is being reported under a separate manufacturer report number.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a heavily calcified left common femoral artery (lcfa) after a biliary stenting procedure. Reportedly, the stick was done a little below the lcfa as the patient had a bypass graft. During the vessel closure attempt a cuff miss occurred. The device was replaced with another proglide. While the physician was tying the knot keeping tension on the rail limb the suture broke. Manual compression was then used for approximately 15-20 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.